Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 437 mg/dl. Troubleshooting could not be completed due to lack of tubing clamps. The customer was advised to change the entire infusion set, reservoir and insulin. The customer declined changing the infusion set to check for any bent cannula or occlusion. The customer's husband concluded that the error was a result of the customer not inputting her carbohydrates into the device when necessary. After receipt of the tubing clamp, the caller declined proceeding with the high pressure test. Nothing further reported.